Event description:
It has been reported to philips that the allura system was not able to produce any fluoroscopy nor cine for an emergency stroke treatment. The system was shut down which took approximately 5/7 min and then took approximately 5 min to start up again. After reboot the green horseshoe icon to indicate that the system was ready for x-ray was displayed, but when pressing the footswitch, no image was created. The patient was moved to another room where the procedure was completed successfully. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. The philips service engineer's onsite inspection did not reveal any malfunction or abnormal behavior from the log files of the time of the reported issue, but the engineer suspected that the foot switch was the cause. Even though no system faults were discovered, the engineer reseated the foot pedal connection to ensure proper connectivity. Further system checks revealed that the database was full, filled with cases that had been suspended. To free up space, the engineer deleted cases that had already been sent to the pacs. Analysis of the log file by r&d confirmed that no malfunctions or error warning messages were observed before the reboot was initiated. The system was restarted at 17:55 and was functional again at 18:06. The system was working as intended again after the engineer completed his troubleshooting and no reoccurrences have been reported to philips since. Philips is closing this complaint and this event will be included in the post market surveillance trend analysis